Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient stated lost consciousness after which her son who was close by called an ambulance. The paramedics provided the patient with an unspecified glucose treatment and transported to the hospital. At an unknown time during the event, the cgm was reading 75 mg/dl and the blood glucose reading was 23 mg/dl. The patient spent a total of 1 day in the hospital but there was no information about further treatment. At the time of the report the patient was in a good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.